Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component for investigation. An investigation was performed and identified that the reported complaint was confirmed or duplicated. Failed pt801 and pt802 is failing. The solenoid are slow to respond resulting in pt800 transducer fault as noticed in the event log after a power up. This issue will be internally investigated within vyaire.

Manufacturer narrative:
The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays transducer fault, ventilator inoperable, and motor fault alarms. The customer reported the circuit pressure transducer failed calibration testing. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The issue occurred during patient-use; the customer reported there is no patient consequence associated with the event.